Manufacturer narrative:
The analysis results found that the device was returned with the distal tip of the blade broken off and missing. The remainder art of the blade was noted to have gouges. The identified blade damage may have occurred from external contact during activation. In additional, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: ''avoid accidental contact with other instruments during use.''

Event description:
It was reported that during the laparoscopic nissen procedure, circulating nurse reported while the shear's jaw was closed on tissue the active blade broke off device. No patient consequence. The product will be returned.